Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. This 24x3.50 omega stent delivery system was selected; however, the device was unable to cross the lesion and the stent became fragmented and rolled on itself. The device was removed. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed there was contrast in the inflation lumen and blood on the balloon and between the balloon folds. The balloon was tightly folded with the stent secured on the balloon. There were numerous kinks throughout the hypotube. Microscopic examination revealed that majority of the stent was bunched up with stretched, flared, and bent struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. This 24x3.50 omega stent delivery system was selected; however, the device was unable to cross the lesion and the stent became fragmented and rolled on itself. The device was removed. No patient complications reported.